Event description:
The device from the kit was used during a laparoscopic cholecystectomy. The first two clips were placed successfully. On the third firing, the clips started to fall out of the jaws, unformed, into the abdomen before the clips could be placed. The clips were removed laparoscopically. Another device was opened to complete the case and worked fine. There was no consequence to the pt. 9/3/96 rec'd instrument for analysis.